Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 2 of 5. The hp stated the supply bag fell and disconnected from the spike and leaked onto the floor. The tsr advised the hp to remove the cassette and discard supplies. The tsr explained se 2240 indicates a large amount of air has entered setup. The hp confirmed she would complete therapy with manual supplies. The tsr also advised the hp to contact her nurse. On (B)(6) 2010, product surveillance spoke with the hp who stated the night of this incident she was on vacation and the area for set up was not ideal. The hp stated she noted nothing unusual about her supplies and was sure the bag fell because she didn't have an ideal set up arrangement. The hp stated she has not developed any infection and has been doing well with her therapy.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
Pt is seeking legal action. No further info has been provided.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause was due to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).